Event description:
It was reported that during implant of the left ventricular lead, the guidewire could not be removed from the lead. The guidewire was cut and the lead was removed. A new lead was placed.

Manufacturer narrative:
(B)(4).